Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the doctor was deploying this angioseal evolution and experienced suture lock up. The following information was provided by the user: the procedure was going as planned until it came time for the compaction tube to compress the collagen which it did not. As the doctor pullback pressure was applied to the device to the point where it was tenting the patient's skin. The doctor was advised to suture release button and manually compress the collagen. The closure was a successful one but the device did not function properly. It was reported that the patient condition was stable. It was reported that the procedure outcome was successful.